Manufacturer narrative:
"Medical device expiration date: unknown investigation summary: no product or photos of the reported failure was returned by the customer. The customer complaint of leaking IV fluid could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21039021 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. "

Event description:
It was reported that a as lvp 20d 3ss cv experienced leakage during use. The following was reported by the initial reporter: "3 east has found leaking IV fluid when using this tubing in the pictures. It is near the connection where we spike the bag. It is like it is not sealing tight around the tubing."